Manufacturer narrative:
We received an e-mail from (B)(6) of the FDA requesting information pertaining to the voluntary FDA medwatch report she found during a review of the maude database to which she could not find a corresponding medwatch report from us. A review of our complaint database was performed and no file was found that matched the incident reported in the voluntary medwatch report. Since the reporting facility and the unit serial number are not contained in the report no match could be made. We have opened a complaint file on this incident based on the printout from the maude database and have submitted this medwatch report. With no reporting facility information or unit serial number available no record of any evaluation or corrective measures for the unit was found within our complaint database.

Event description:
The viasys avea ventilator went inop. The therapist that had the pt had been outside the room when the ventilator alarmed. The therapist proceeded into the room an began bagging the pt. An ICU rn took the rt troubleshot th avea ventilator the rt pulled the ventilator. A pb 7200 ventilator was set up on the pt at the time.